Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. First clip was implanted successfully. A second clip xtw (lot: 40712a1091) was then chosen for implant to further reduced mr. After grasping, the mr became worse. The clip was retracted left atrium and the anterior leaflet was ruptured due to the grasping. The clip was then attempted to be placed on the rupture, during which the clip became stuck in the chordae. The leaflets were able to be grasped and the clip was deployed on both leaflets and chordae. The procedure ended with mr reduced to grade 3-4.